Manufacturer narrative:
Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Nstructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support prior to coronary artery bypass graft procedure. It was reported on the third day of support, that the patient experienced atrial fibrillation with rapid ventricular response. To resolve the complication the patient was cardioverted multiple times. It was noted there were no impella related issues at the time of the event. The following day, the patient experienced ventricular tachycardia and to resolve the patient was defibrillated 4 times and the impella was repositioned to 42.5 cm. On the sixth day of support, it was reported the patient experienced a stroke and as a result had a small deficit in peripheral vision. Heparin was discontinued as a result of the stroke. On the 15th day of support, the patient experienced atrial fibrillation and was cardioverted to resolve. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.